Event description:
The complainant alleged that during biomedical testing, defibrillation fault 72 & 78 and pacer fault 116 appeared when doing 30 joules self test. The complainant indicated that there was no pt involvement in the reported malfunction.